Event description:
It was reported by the rep that post op a laparoscopic cholecystectomy procedure, the patient was discharged after the procedure and two days later, came back to the account for a bile duct leak. A CT scan was done that showed a leak at the bile duct. It is unknown how the leak was repaired. No clips fell off the tissue into the patient. It is unknown if the patient was taken back to surgery. The patient was admitted and discharged two days later on (B)(6) 2010. The patient is fine now. The device was discarded. Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Bile duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following details were provided by the surgeon: the surgeon said that he had an issue with 1st clip applier not working and pulled a 2nd clip applier. He said clips were not completely closing and were crossing each other. When they did a scan when patient was brought back to hospital, clips were laying beside duct and duct was completely opened leaking bile. The surgeon believes incident and leak was caused by clip applier. It was a routine gall bladder for a (B)(6) girl who had no pr existing conditions but gallstones from a scan. The girl has a biliary stint till january. The surgeon has been using this device for over 7 years. During a conference call ees associates and the sales rep: the rep indicated the clips were not closing completely and crossing on the first device. The second device worked without incident and the surgeon felt the clips had good formation prior to closing the patient. During the scan, the surgeon found the clips to be lying beside the duct but not malformed. The account does not reprocess. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.